Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery and transfer guard anomaly. Customer's blood glucose at time of incident was unknown. Customer reported pistons of these reservoirs blocked and it was impossible to refill the reservoir with insulin. Customer stated the issue occurred 3 times with reservoirs.

Manufacturer narrative:
A complete analysis and testing of three sealed reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.